Event description:
It was reported that during an angioplasty procedure, the drug-coated balloon allegedly did not go through the recommended 5f sheath. It was further reported that, the balloon in the box was allegedly not a 5f but a different size. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lutonix 035 drug coated pta dilatation catheter that are cleared in the us. The pro code and 510 k number for the lutonix 035 drug coated pta dilatation catheter are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one lutonix 035 drug coated balloon catheter was received for evaluation. During visual evaluation, no kinks were noted to the catheter shaft. The catheter, inner guidewire lumen and proximal end of the balloon were noted to be bunched. No anomalies to the y-body. During functional testing, the sample guidewire lumen was flushed. An in-house syringe was used to flush the in-house 5fr introducer sheath without any issues. The patency of the guidewire lumen was tested using an in-house guidewire and was able to insert without issues. The balloon was able to insert and retract through the introducer sheath without issue. No other functional testing performed. Therefore, the investigation is unconfirmed for the reported labelling problem and difficult to insert as the balloon was able to insert and retract through the 5fr introducer sheath without issue and the device matched the specified product labeling. However, the investigation is confirmed for the identified material deformation as bunching was noted to catheter, inner guidewire lumen and proximal end of the balloon. A definitive root cause for the reported labeling issue and insertion difficulty and identified material deformation could not be determined based upon the provided information. Labeling review: the reported product material number (9090410500080) is indicated for a 5 mm x 80 mm balloon on 100 cm shaft length. Per the product labeling specification document baw1400300, rev. 7, the specified sheath size for the given product is 5fr. The returned sample indicated the product was 5 mm x 80 mm balloon on a 100 cm shaft. This matches the reported product information. Additionally, the device was able to insert through a 5fr sheath in functional testing and this is the only complaint reported for this lot number to date. Therefore, the reported labeling issue is unconfirmed as the device matched the specified product labeling. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the drug-coated balloon in the box was allegedly not a 5f but a different size. There was no reported patient injury.